Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units console is stuck in cart. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,e1(name & email),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Manufacturer narrative:
Additional contact information: (B)(4). A getinge field service engineer (fse) evaluated the iabp and verified the issue, I found that the pull handle mechanism was loose. Fse took apart the mechanism and reseated it correctly, then tightened the screws to the mechanism. The pull handle now worked correctly and the console would unlatch from the cart. The machine was never taken out of service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units console is stuck in cart.